Event description:
(B)(4).

Manufacturer narrative:
The technician found the side rail was torn off of the side rail bracket and could not confirm if there had been abuse or not to the bed. The technician replaced the side rail to resolve the issue.